Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through a post-market clinical follow-up survey on peripherally inserted central venous catheter, there was redness or swelling around and fluid leaking from the central line insertion site, during central venous catheter placement procedure. There was no reported patient injury.

Event description:
It was reported through a post-market clinical follow-up survey on peripherally inserted central venous catheter, there was redness or swelling around and fluid leaking from the central line insertion site, during central venous catheter placement procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial complaint was opened with the incorrect bd complaint handling department. After further review of the complaint, it was determined that the event involved an aad device. This report is to correct the previous medwatch report.